Event description:
It was reported that the user experienced signal loss between the dexcom g7 sensor and the ilet, resulting in no glucose readings on the ilet, and customer care guided the user to re-pair by toggling the g6/g7 setting, after which the sensor paired and reconnected. Symptoms included absence of glucose data on the ilet. Outcomes included temporary interruption of cgm data to the ilet without alerts or alarms and subsequent restoration of connectivity following troubleshooting. Investigation included remote troubleshooting and user education focused on sensor-to-pump pairing. Investigation of this case revealed a communication disruption between the cgm and the ilet that was resolved through re-pairing, consistent with a transient connectivity issue without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity loss remedied by device setting reconfiguration.